Event description:
Clear care contact lens solution burned my eye. When my eye was burning, I tried to flush it with more of the solution, because I never thought that a contact lens solution would burn my eye. I was unable to read the label while my eye was burning. The label on the box and the bottle is inadequate. I went to an eye hosp and had to take 2 meds. My eye is still not normal after 4.5 days.